Manufacturer narrative:
This report is submitted on december 21, 2018. Registration number (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced infection at the implant site and a loss of osseointegration. Subsequently, the patient underwent revision surgery in (B)(6) 2018, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.